Event description:
It was reported that when the patient presented for a follow-up, an x-ray was performed and right atrial (ra) lead dislodgement was noted. There were no electrical issues. The patient was asymptomatic. The ra lead was repositioned on (B)(6) 2022. The patient was stable with no adverse health consequences.